Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflated from surgery", "pain in the breasts", "breast was drooping", concern for recall, "depression", "scattered and isolated calcifications", and simple cysts.

Event description:
Patient representative reported right side "deflated from surgery", "pain in the breasts", "breast was drooping", concern for recall, "depression", "scattered and isolated calcifications", and simple cysts. Patient representative additionally reported "triple negative invasive breast carcinoma¿; this event is not device related. Device remains implanted. Treatment: medical prescription: sibutramine 14.9 mg and sertraline 20 mg.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported right side "deflated from surgery", "pain in the breasts", "breast was drooping", concern for recall, "depression", "scattered and isolated calcifications". Patient representative additionally reported "triple negative invasive breast carcinoma¿ and simple cysts these events are not device related. Device remains implanted. Treatment: medical prescription: sibutramine 14.9 mg and sertraline 20 mg.